Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient's implantable cardiac monitor presented remotely with a false pause episode. It was suspected that positional changes and subsequent displacement of the loop monitor may have contributed to the false episode. The patient would be further monitored. The patient status was unknown.